Event description:
It was reported that during an unknown procedure upon firing the device, the surgeon noticed an incomplete staple line. Bleeding occurred that required sutures. There was no adverse pt consequence.

Manufacturer narrative:
Information was not provided by the initial contact. Information anticipated, but unavailable at this time.